Manufacturer narrative:
During inspection and testing, the reported issue (failed on pressure too high) was confirmed. The foreign material found in the air/water nozzle was suspected to be due to user handling. The evaluation concluded that the blockage present in the air/water nozzle did not originate from the olympus endoscope. In addition, service found the distal end adhesive had uneven edge, the insertion tube was delaminated, the air/water volume was out of specification, the water removal ability was out of specification, and the device failed electrical safety test. The aspiration housing colored ring, and the air/water housing colored ring was worn. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the subject device failed on pressure too high. The reported issue occurred while reprocessing the subject device. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, a black rubber like material (foreign material) was observed in the air/water nozzle. This report is being submitted for the malfunction found during device evaluation (foreign material in nozzle).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, there was a possibility that inspection prior to use was deviated from instructions for use (IFU), but deviation on reprocessing was not confirmed. Therefore, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected by following the instructions for use (IFU) which state: operation manual_ preparation and inspection. Inspection of the endoscope_ inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Operation manual_ inspection of the endoscopic system. Inspection of the air-feeding function. Inspection of the objective lens cleaning function. Olympus will continue to monitor field performance for this device.